Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va07anh, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-33, lot# va0mzlj, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported the patient never had therapeutic effect. Following implant, they still could not empty their bladder. All four programs had been attempted. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Cause, actions, troubleshooting, and outcome remain unknown. A supplemental report will be sent if any additional information is received.